Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was evaluated by r&d and the following findings were observed: ¿the valve was reportedly explanted after approximately one year and one month due to moderate mitral paravalvular regurgitation. No intraoperative echocardiogram was provided, thus the reported ¿moderate mitral paravalvular regurgitation,¿ could not be confirmed. Paravalvular leakage is generally a function of the immediate environment surrounding the valve sewing ring, in situ. Since the valve was returned without the adjacent environment, and given that the sewing ring receives substantial damage during explant, no statements can be made with regard to the reported paravalvular regurgitation. As incidental observations, as-received at edwards, there is no appreciable pannus overgrowth on the leaflets, no evidence of thrombosis, no appreciable calcification or any other evidence of structural valve deterioration. There are free-edge marks in two adjacent leaflets near commissure 1 with a morphology consistent with suture looping or interference by the sub-valvular apparatus. The significance of these observations is unknown.¿

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, intervention to treat the pvl was performed after the initial implant surgery. The device was returned for evaluation and the customer report of paravalvular regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Indentations were observed on the free margins of leaflets 1 and 3 near commissure 1, but there were no suture track indentations visible. As received, green suture threads and a long black suture thread remained attached to the sewing ring around leaflets 1 and 3. Sewing cloth had multiple cuts around the sewing ring near commissure 1 and commissure 2. Suture holes were observed around the sewing ring. The valve will be sent to r&d for observation. The root cause for the pvl remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. A supplemental report will be submitted upon receipt of new information. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 31mm mitral pericardial valve, implanted approximately one (1) year and one (1) month, was explanted due to moderate mitral paravalvular regurgitation. This device was originally implanted for mitral valve replacement to correct severe mitral regurgitation. After implant, mitral regurgitation was developed during follow-ups. Moderate mitral paravalvular regurgitation was observed by echo, and the patient became a candidate for a surgery. This device was explanted and the patient mitral annulus was reinforced by a pericardial patch. After that the device was replaced with a 29mm edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 34 mm ring at implant.